Manufacturer narrative:
Sample was received and evaluated. The patient interface shows no issue which can contribute the reported issue. There is no indication a device malfunction caused or contributed to the reported event. Most possible root causes are bad docking caused by the handling of the user or a movement of the patient´s eye. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported system messages displayed during a lasik flap procedure. Reporter indicated the treatment stopped at 39%, and a restart of the system was required. The doctor performed the treatment again using the same patient interface and suction ring, and successfully finished the treatment. No patient harm was reported.